Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6fr sheath, after a coronary catheterization diagnostic procedure. Reportedly, resistance was felt when advancing the thumb advancer. Sheath carving and separating occurred approximately one-third of the way down the sheath. The clip of the starclose se device could not be deployed. The starclose se device was removed with the vessel locator wings in the open position. The safety release mechanism was not used to close the vessel locator wings. Mild resistance was felt when removing the starclose se device from the patient anatomy. No vessel damage occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. It should be noted that the starclose instructions for use (IFU), states: that if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. Slide the safety release in the direction of the arrow on the device to collapse the locator wings. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided, the reported difficulty removing the device appears to be related to user technique as the safety release mechanism was not utilized to retract the vessel locator wings. In the absence of device returned for analysis a conclusive cause for the reported failure to deploy the thumb advancer and carving could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.